Event description:
Caller reported blood glucose results of 300 mg/dl and 122 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The customer reported the shock button on the bezel was not working. There was no reported pt involvement.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.